Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that "pt called to complain that he has 2 stryker knees and that he has had problems ever since. One clicks and clanks since (B)(6) 2008. Asked me if I knew that doctors take the acl. Said doctor cut a bunch of nerves. Pt did not want to submit a formal complaint and did not provide any add'l info. Said he just wanted to complain directly to stryker."

Event description:
It was reported that the device exhibited oversensing due to lead dislodgement which resulted in multiple inappropriate shocks. Chest x-ray confirmed dislodgement of both the atrial and rv leads. The entire system was removed due to the patient's anatomy and mental trauma. The physician believed that this was not an sjm product issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .device evaluation anticipated but not yet begun.